Event description:
Patient was revised to address pain with migration and loosening of the acetabular cup. (B)(6) 2011 - litigation papers were received. Litigation papers allege severe pain and discomfort, the formation of metalosis and pseudotumors, stiffness, inflammation, clicking and popping, infection, chromium and cobalt metal toxicity, lack of mobility and other complication. The complaint was temporarily reopened to add the femoral head. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.